Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The compact air drive device was evaluated and it was found that the trigger was blocked and jammed. It was noted that the button to change direction of rotation was locked, the locking pin was locked in the housing, and maintenance was poor. Therefore, the reported condition was confirmed. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism function, function of the triggers for forward / reverse mode, and the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the trigger of the compact air drive device was blocked. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.